Event description:
It was reported that patient mentioned that she had her device explanted around 2012 because it was not working well for her and she also needed an MRI. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient reported that when the system was put in place it was for pain. The pain was thought to be from her sacral nerve not functioning properly. She went through many months of doctoring and found out the diagnosis was wrong. She eventually was diagnosed with pudendal neuralgia. There were no further circumstances that led to the device or therapy not working well. The patient was going to just live with the device because it was not doing her any harm. Years later she was diagnosed with breast cancer and needed a MRI. At that time, she decided to have the system removed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v011407, implanted: (B)(6) 2006, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).